Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-32212, 2017865-2021-32214. It was reported that the patient presented for extraction of the pulse generator, right atrial, and right ventricular leads due to infective endocarditis. The device, and leads were explanted. No further information was available.